Event description:
It was reported that during a cervical surgical procedure, it was observed that the tip of the cutter device snapped off. According to the report, the surgeon started to drill, and the tip of the device snapped off and fell into the patient¿s surgical incision. It was reported that the broken tip was easily retrievable from the incision. There was a three minute delay to the surgical procedure as a result. An identical spare device was available for use. There was patient involvement. There was no report of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.